Manufacturer narrative:
Internal complaint reference: (B)(4). Samuel, l. T., zuke, w. A., mahmood, s., munim, m. A., alamir, p., & brooks, p. J. (2022). Hip resurfacing: a single surgeon us series with minimum ten-year follow-up. The journal of arthroplasty. Doi: https://doi.org/10.1016/j.arth.2022.04.008.

Event description:
It was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ 8.3 years after a bhr surgery, one (1) patient had pain, high levels of metal ions (56.7 ppb of co and 29.8 ppb of cr), cup malposition with excessive anteversion and effusion. Revision surgery was performed to explant both implants. Competitor devices were implanted. The patient outcome and current health status is unknown. No further information is available.

Manufacturer narrative:
Additional information: a2, a3, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that the patient was revised due to pain, high levels of metal ions, cup malposition with excessive anteversion and effusion. The devices, used in treatment, were not returned for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the devices involved. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. However, we cannot rule out the reported cup malposition with excessive anteversion as a likely contributory factor. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. Based on the information provided, including elevated ion levels, we can confirm the reported complaint; however our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Corrected data: h3.